Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6), 2012 resulting in fixture loss. The device is not available for analysis.

Manufacturer narrative:
(B)(4). The device is not available for analysis.